Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient's heart rate was going into the 50's and sometimes into the 40's. The device triggered elective replacement indicator and was not able to be interrogated. There was no magnet response. It was also noted that there was no pacing output and an electrical reset occurred. The device was replaced. No further patient complications have been reported as a result of this event.